Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a blue select tracheostomy tube developed a crack in the subglottic suction port, resulting in an inability to aspirate through the port. The issue occurred during patient in use, which led to delay in therapy. This issue could result to inadequate ventilation. There was patient involvement and no harm or additional adverse consequences were reported.